Event description:
On (B) (6) 2010, pt's doctor reported she was admitted into the hospital on (B) (6) 2010. Doctor reported pt's blood glucose "went up to hi" and "the meter would not read". Pt's normal blood glucose range is 80-200 mg/dl. Doctor stated pt's elevated blood glucose was not related to the use of the insulin infusion device. Doctor reported while in the hospital, pt was taken off of the infusion device and given an insulin drip. Doctor reported she wanted to adjust pt's basal rates from pt's current rates of 0.8-0.9 units/hour to a new rate of 2.0 units/hour to help control her blood glucose. Doctor stated pt's blood glucose has returned within her normal range. Doctor reported "they are trying to transition the pt back to the pump". No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.